Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -14.0/+1.0/114 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2023 the lens was explanted due to excessive vault. In a separate surgery that day a lens of the same length was implanted vertically and the problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
H3- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).